Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing the device on the pulmonary artery during laparoscopic left superior lobectomy, 1/3 of the staple line had the staples open. The surgeon compressed the artery, trying to do vascular control, tried clamp and failed and thus revert the surgery to open procedure. Surgeon got access to the staple line that was already fully open, thus making a manual suturing. Patient bled and needed 4 bags of for transfusion and was placed in an intensive care unit (ICU). On 08/13, patient had paralytic ileum and had a tomography and had a diagnosed ischemia. On the next day, patient had severe pneumoperitoneum, and was ischemic from the cecum to the transverse, having to be submitted to a totalization of colectomy. The patient remains in the ICU in a critical condition, intubated, with a stable pulmonary condition, but with bad bowel condition. Patient will undergo a tracheostomy.